Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that while trying to move the image acquisition system (ias) from one room to another, the motorized drive function moved the system "aggressively" in reverse, even when not applying any forward pressure. There was no patient involved. Troubleshooting sating that clinical service (cs) was able to disengage the clutch and move the system manually. Technical service (ts) recommended moving the ias to its final location in this mode; cs agreed but said that the site had a backup option which might be used if this did not work. Probable cause seemed to be based on similar cases, issue could be related to digital drive board.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced force sensors. All operations are good. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000463, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000463, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.